Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe tip was unable to be inserted well into the cannula prior to a surgical procedure.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed to have excess adhesive in the nitinol-cannula junction. Further evaluation found the sample did not meet product specifications. The root cause can be attributed to excess adhesive on the nitinol-cannula junction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample returned for evaluation. The 25 gauge illuminated flex curved laser probe was manufactured on february 21, 2018. There were 1302 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).